Event description:
According to the reporter, during a robotic-assisted surgical (ras) sigmoid colectomy with colovesical fistula takedown, the spike would not properly connect to the anvil and the powered handle would not recognize that it was connected to measure the adaptive compression technology. The surgeon had to apply pressure to remove the anvil from the spike but could not successfully proceed to the next step on the screen. To resolve the issue, a new manual circular stapler was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigcirstnd, sigcirstnd signia circ adapt std length, (serial #: (B)(6)) sigphandle, sig power sigphandle handle, (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1, d2 (product code, common device name), d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (model #, catalog #, expiration date, lot #, UDI #), g3, g4 (PMA / 510(k) #), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted surgical (ras) sigmoid colectomy with colovesical fistula takedown, the spike would not properly connect to the anvil and the powered handle would not recognize that it was connected to measure the adaptive compression technology. The surgeon had to apply pressure to remove the anvil from the spike but could not successfully proceed to the next step on the screen. To resolve the issue, a new manual circular stapler was used. It was noted that the handle work properly. There was no patient injury.